Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulation is turning itself off. They said it will start off working, but then it will shut off and they can't even feel the stimulation anymore. Patient said they can tell because they don't feel the tingling and they are urinating frequently. The issue has been going on for several weeks now. Patient went to the doctor's office and they tried to reset the device and they called a representative twice (unconfirmed if contact was made), but it's still not working. Patient confirmed they are confident they are not swiping the on/off slider before they leave the app. Agent asked if the patient receives any error messages, the patient did not report seeing any. The patient was redirected to their healthcare provider to further address the issue. Agent emailed field for visibility.